Event description:
It was reported to philips that the system kept rebooting by itself. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during clinical use when the patient was on the table. The customer reported that the computer with the plains of the table shuts off and keeps rebooting itself. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer because the system was in out of warranty. To date, there have been no further reports of this issue.